Event description:
The ligasure did not open all the way when the instrument error registered on the machine then product stopped working - removed from the field replaced with a new one proceeded without further issues.